Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was advised to purchase a new footswitch to address the issue. No additional information on that purchase has been obtained to date. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the unit was making a strange noise, shut down and turned back on during set up. There was no patient involvement.